Manufacturer narrative:
Submit date: 06/08/2011. An investigation is currently underway. Upon completion,the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a single lumen umbilical vessel catheter (uvc). The customer reports that a leak/crack was noticed at the hub. The catheter was placed on (B)(6) 2011 and was removed on the same day. The customer stated that the catheter was replaced with another single lumen uvc and the pt status is fine.